Event description:
Account reports 1 needlestick incident with the autoshield pen needle. Needlestick injury occurred when attempting to inject "skinny" pt and unable to obtain a large pinch of skin.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk; unable to perform device history review. Follow up being conducted with account to verify if training and re-inservicing has occurred. Regulatory compliance will continue to monitor.